Event description:
The user came to the clinic with parts of the device exposed. The surgeon suspects that the headband from the user's glasses was putting pressure on the implant site. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a partial device exposure likely induced by chronic pressure exerted by the recipient_s glasses, which were worn with a headband due to bilateral microtia. In addition, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant having caused or contributed to this outcome. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic with an infection at the implant site and the device was exposed. The surgeon suspects that the headband from the user's glasses (user has no ears so he needs a headband to keep his glasses in place) was putting pressure on the implant site. The device was explanted and re-implantation will be considered in (B)(6) 2021.